Manufacturer narrative:
The device has been received for evaluation. The investigation is pending completion.

Event description:
A complaint was received with regards to a 72" (183 cm) appx 1.7 ml, pur yellow smallbore ext set w/microclave® clear, 1.2 micron filter, clamp, luer lock that experienced arterial line fluid leaking at connection point between syringe and line. This was during patient use, but no patient harm.

Manufacturer narrative:
Received one (1) used list# mc330217, 72" (183 cm) appx 1.7 ml, pur yellow smallbore ext set w/microclave¿ clear, 1.2 micron filter, clamp, luer lock; lot# 14385488 --> one (1) used list# unknown, 50ml syringe; lot# unknown. No visual damages or anomalies were observed. The reported complaint of a leak could be confirmed. A leak was observed in the microclave when connected to the syringe. When the sample was tested separately from the syringe, no leaks or damage were observed. Upon further investigation, there was some damage observed on the returned syringe that could lead to the leak. The probable cause of the damage to the syringe cannot be determined on a non-ICU medical device. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.